Manufacturer narrative:
H6: the camera, lot number: t305403, was returned to the manufacturer for analysis. No failures were found. The reported event c ould not be duplicated by medtronic personnel. Codes b01, c19, and d14 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. A0709, a1102: camera icon suddenly displayed × d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9733438, serial/lot #: (B)(6), ubd: 31-may-2013, UDI#: unknown product ID: 9733438, serial/lot #: (B)(6), ubd: 31-may-2013, UDI#: (B)(4) product ID: 9733581, ubd: 31-may-2013, UDI#: unknown product ID: 9733582, serial/lot #: (B)(6), ubd: 31-may-2013, UDI#: unknown product ID: 9733600, serial/lot #: (B)(6), ubd: 31-may-2013, UDI#: unknown product ID: 9733575, serial/lot #: (B)(6), ubd: 31-may-2013, UDI#: unknown product ID: 9733437r, serial/lot #: (B)(6), ubd: 31-may-2013, UDI#: unknown product ID: 9735225r, serial/lot #: (B)(6), ubd: 31-may-2013, UDI#: (B)(4) product ID: 9733582, serial/lot #: (B)(6), ubd: 31-may-2013, UDI#: unknown product ID: 9735339, ubd: 31-may-2013, UDI#: unknown f1908: delay of less than one hour f26: no patient impact g02004: cable g02007: computer g02021: hub g03012: psu g05001: scu g2: this event occurred in japan, see section e. H3, h6: the system was serviced in the field. Hardware parts were replaced. Codes b01, c13, and d02 are applicable. H3, h6: the returned scu (lot # t300781) was analyzed. It powered up on the test bench without issue. However, a check of the event log showed a long, intermittent history of internal strober error. Otherwise, the scu was found to be fully functional during testing. The foot switch was operational and all three instrument ports had normal tracking. Codes b01, c13, and d02 are applicable. H3, h6: the returned cable (lot # -) was analyzed. No failures were found. Codes b01, c19, and d14 are applicable. H3, h6: the returned cable (lot # 180924) was analyzed. No failures were found. Codes b01, c19, and d14 are applicable. H3, h6: the returned I/o hub (lot # 190513) was analyzed. No failures were found. Codes b01, c19, and d14 are applicable. H3, h6: the returned cable (lot # 180521) was analyzed. No failures were found. Codes b01, c19, and d14 are applicable. H3, h6: the returned psu (lot # p713691) was analyzed. No failures were found. Codes b01, c19, and d14 are applicable. H3, h6: the returned computer(lot # 1880904) was analyzed. No failures were found. Codes b01, c19, and d14 are applicable. H3, h6: the returned cable (lot # 180924) was analyzed. There was no apparent physical damage, but a continuity test revealed an open at pin #9. Codes b01, c07, and d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used in a sacroiliac and thoracolumbar procedure. It was reported that in the middle of the first screw, the camera icon suddenly displayed ×. After restarting, the site returned and was able to insert the remaining three screws under navigation. There was less than an hour delay to the case. No reported impact to the patient.